Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (4). Same case as 2134265-2010-02869. It was reported that following a carotid artery stenting procedure, the patient experienced a stroke. The target lesion was located in the ostium of the right internal carotid artery with 90% stenosis, a length of 20 mm, and a reference vessel diameter of 9 mm. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 0%. At 1 day post procedure, the patient experienced a stroke pre-discharge. The patient experienced hemiparesis. A CT scan determined this event to be an ischemic stroke. The event resolved without residual effects and the patient was discharged the next day.